Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the contact was unable to observe insulin exit the luer lock. Contact used a new cartridge and a new infusion set and reported being able to see drops at the end of the tubing successfully. Customer successfully resumed insulin delivery. The customer's blood glucose (bg) was 388 mg/dl with moderate ketones and was addressed with a corrective bolus and large amounts of water. Reportedly, the customer's bg decreased to 198 mg/dl with trace ketones. Tandem technical support offered to follow up with the customer to confirm that ketones have been resolved; however, customer declined.